Event description:
During a follow-up, it was reported that the battery had depleted and premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Device was received in elective replacement indicator (eri) and has not yet reached end of life (eol). The device is not expected to report projected eri to eol interval. The device was cut open for further testing. In-circuit voltage and current measurements were normal. The device was tested with various settings and no high current anomalies were noted to suspect premature battery depletion. Longevity assessment was performed, and the device exceeded projected longevity.